Event description:
It was reported that the vns patient underwent surgery to explant the patient¿s device. The patient did not receive any efficacy with the device and was experiencing increased side effects. The explanted device has not been returned to date. Attempts to obtain product information have been unsuccessful to date.